Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest cgm reading of 223 mg/dl, confirmed by glucometer at 230 mg/dl, after eating banana bread without issuing a meal announcement while using an inset infusion set on the stomach and a dexcom g7 continuous glucose monitor (cgm). Symptoms included dry mouth consistent with hyperglycemia. Outcomes included no health consequences or impact. Education was provided to announce snacks over 15 grams of carbohydrates using the appropriate meal size option, and the user was trending down at the end of the call. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically a missed meal announcement associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.